Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their top aligner was cutting into their gum. They had to cut a little bit of the aligner to get them from cutting. Patient stated that the aligner are more comfortable now.